Event description:
It was reported that during reprocessing a monopolar curved scissors instrument, a crack on the left side of the gasper was found. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint with the following clarification, the blade was damaged. The scissors didn't fully close due to blade damage. As a result, the blades did not cut through their entire length and a cut test fails. One blade edge had an indentation near the midpoint that acted as a mechanical stop for the other blade when closing. Engineering concluded the damage to the blade was likely due to mishandling/misuse. Additional observation not reported was tube damage. The distal end of the main tube had various scratch marks with light material removal. The scratches were .080 - .145 in length and not aligned with the tube axis. Engineering concluded the damage may have been caused by mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal , found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.